Event description:
Pt was hospitalized with diabetic ketoacidosis. She was getting "strange" alarms. She replaced the batteries and 4 days later the pump indicated an 4 (occlusion) alarm. This occurred even after she changed her infusion site. As pt is an insulin dependent diabetic on continuous insulin infusion therapy, the dr and educator asked that her insulin pump be checked as a normal precaution.